Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the customer complaint. The stm performed safety, calibration and functionality checks to factory specification and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a post-op patient in cvicu, the cardiosave intra-aortic balloon pump (iabp) screen went totally black and stopped pumping during that time. The customer was able to shake the wires to get it back. The iabp was plugged in with plug symbol on screen when functioning. The customer swapped the iabp console out with another and the original console was sent to the biomedical department for evaluation. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use on a post-op patient in cvicu, the cardiosave intra-aortic balloon pump (iabp) screen went totally black and stopped pumping during that time. The customer was able to shake the wires to get it back. The iabp was plugged in with plug symbol on screen when functioning. The customer swapped the iabp console out with another and the original console was sent to the biomedical department for evaluation. No adverse event was reported.